Event description:
It was reported that the pace/sense portion of the right ventricle (rv) lead had previously failed. The pace/sense portion was capped and a new rv lead was implanted. The new rv lead now presents with increased impedance, increased threshold, oversensing, and noise. It is suspected that the lead is fractured. Both leads were removed and replaced with a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and lead conductor fractured/flexed found. It was noted that blood was on the distal and proximal ends, lead was not obstructed. The outer insulation contained white substance, depression, and was melted. The distal electrode was covered with body tissue/fibrotic growth.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead 2004 (B)(6). (B)(4) implantable cardioverter defibrillator 2011 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.